Event description:
It was reported that a patient incident occurred during an arthroscopy with the electrosurgical unit (esu/generator). While arthroscopic surgery was performed on a patient's knee to cut the medio-patellar plica, a 4th degree burn occurred under the neutral electrode that was placed on the patient's left thigh. Therefore, surgical intervention by a plastic surgeon was required to remove the skin and tissue damage. Note: the esu was distributed by our parent company (B)(4) to a (B)(6) hospital.

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. An examination of the involved single surface neutral electrode (or pad) revealed many long hairs sticking on the electrode's adhesive indicating that the patient's skin was not properly prepared for the placement of the pad. Additionally, no structural or integrity issues were found with the electrode. Therefore, it appears that contact between the pad and the patient was not sufficient and/or maintained to adequately disperse the high frequency (hf) current during the surgical procedure resulting in the burn. There are many warnings in the user manual of the unit and notes on use of the accessory that addresses this issue as well as detailed instructions for use of neutral electrodes to ensure proper pad contact throughout surgical procedures. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is not closing the file on this event.